Event description:
On (B)(6) 2012, customer reported that while troubleshooting hemoglobin voltage errors with customer technical support (cts), a leak was observed during the start-up of the hmx al instrument. Cts instructed the customer to open the front of the instrument and customer reported that tubing #3 on the pump module was disconnected and cut in half at pinch valve 21 (pv21). The leak volume was approximately 20 cc and was not contained. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the tubing cut in half at pv21. Fse replaced the tubing and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).